Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of high blood glucose of 465mg/dl. The customer tried to treat with a correction but did not work. Customer eventually treated with a syringe and changed the infusion site. Customer declined high blood glucose troubleshooting and no further assistance was necessary.